Event description:
Customer reports that during a stent placement for urinary stenosis on a male patient, the fluoro failed. Customer did not provide further information on procedure or patient outcome.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer troubleshot problem of no video display during fluoro, but could not duplicate. Fse verified fluoro and imaging chain. Reseated iapdb and performed operational checks per service manual and technical service manual. System was returned to full service by the customer.